Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the hospital with shortness of breath and hematuria. It was noted on the date of admission to the hospital, a few isolated power spikes, however, the patient has essentially returned to baseline.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.